Event description:
It was reported that during testing at the manufacturer facility, the device was determined to have a hole in the hose which passes air and lubricant. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
Device had a external substance / leak symptom. According to a review of the risk documents, the symptom was noted to be attributable to internal orange substance observed during the device inspection.

Event description:
It was reported that during testing at the manufacturer facility, the device was determined to have a hole in the hose which passes air and lubricant. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.